Event description:
Spontaneous: per cnss, pt reported that while she was filling her cassette for remunity, the cassette started leaking through the end of the tubing. Pt states she did the smash crunch and hand roll ahead of time but it still leaked. The sn on the cassette was (B)(4). I instructed the patient to throw away that cassette and to start over. Patient was able to continue infusion with another cassette. No interruption in therapy or adverse events reported. No additional information, details, or dates available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their therapy? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by health professional.